Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of stim accessory model lead cap lot#unk showed no anomalies and was visually ok. Analysis of stim accessory model lead cap lot#unk showed that the connector block was able to rotate in molded rubber and that the connector was visually twisted.

Event description:
It was reported that the healthcare provider felt that even though the boot was firmly held when tightening the screw, the block still rotated enough to cut the lead. The boot was removed to attach extensions during a stage 2. The hcp could see a tiny cut in the lead wire because of the tightening of the boot. There were no open or short circuits at the completion of the stage 2. The hcp was concerned torque was too high on wrench.